Manufacturer narrative:
D9: date returned to mfg.: (B)(6) 2024. D4: primary UDI number, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, peeling dso seal. Worn uso seal. Scratched lcd lens. Scratched overlay gray. The reported problem was not duplicated by accuracy and functional tests. No problem found. Repair summary: replaced dso seal. Uso seal. Lcd lens. Battery door. Overlay gray and performed functional testing. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not infusing correctly/inaccurate pc rate. The product fault was found when brought back for repair. There was no patient involvement and no patient harm.